Manufacturer narrative:
(B)(4)

Event description:
Clinician contacted dexcom on (B)(6) 2016 to report that the receiver displayed a hardware error on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.